Manufacturer narrative:
The customer complaint of tubing cracked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a piece of the syringe had broken off and remained inside the male luer lock of the syringe tubing set, causing the luer lock to crack. Although requested, additional information was not provided.